Event description:
Customer reported that the tip of the needle broke during skin closure. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet completed. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.